Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. The investigation was unable to determine a cause for the reported deployment difficulty. It may be possible that the distal shaft was bent or angled in the vessel such that the ratchet had difficulty engaging the stent properly; however, this could not be confirmed. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. Following aggressive atherectomy and ballooning of the lesion, a supera self-expanding stent system was advanced without reported issue; however, the ratchet was not picking up the stent consistently, and the stent was difficult to deploy. The stent was ultimately deployed in the target lesion and no additional issues were reported. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.